Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that prior to being implanted with the manufacturer device the patient had a stroke which caused constant left side pain. The patient stated she had been dealing with it as best she could but it had gotten to the point where she could hardly stand it. The patient reported that her equipment was lost and she had not recharged since it was lost. The patient had requested a replacement, but never received it.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had been unable to recharge their device and needed a manufacturer representative to assist them with recharging. The last time the patient recharged was in (B)(6). The patient was in excruciating pain that started 3 days prior to the report. The patient was admitted to the hospital for pain and after meeting with a doctor an overdischarge was confirmed. It was the patient¿s 1st overdischarge. The battery had been overdischarged since (B)(6). When the patient moved they misplaced their recharger. A new recharger was ordered and a physician mode recharge was going to be attempted when the patient received their new recharger. The patient had less than 50% therapy relief at the device pocket. The patient status was listed as alive with no injury at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that as of (B)(6) the patient had not received a replacement recharger. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.